Event description:
Health professional reported left side capsular contracture, baker grade iii, and rupture. Device was explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: one curved opening, white particles and creases. A weight test of the device was verified and the device was within specification. A microscopic analysis was performed which identify: one opening striated. Based on the device analysis the final assessment is: one opening striated assessed as surgical damage.

Manufacturer narrative:
Information contained in this report was previously submitted through psr on 22/jan/2019. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade iii.

Event description:
Health professional reported left side capsular contracture, baker grade iii and rupture. Device was explanted.